Manufacturer narrative:
Device evaluated by MFR: the synergy ous mr 3.50 x 20 mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified distal stent damage. The 3 most distal stent strut rows were damaged and lifted from the stent profile. The od (outer diameter) of the remaining undamaged section of the crimped stent was measured and is within maximum crimped stent profile measurement. The balloon cones were reviewed. The wings of the balloon cones were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion revealed no issues. A visual and microscopic examination of the tip identified tip damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A 3.50 x 20 synergy¿ drug-eluting stent was advanced but failed to cross the lesion even after several attempts. When the device was removed from the patient, the edge of the stent struts was found to be lifted. The procedure was completed with another synergy¿ stent. There were no patient complications nor injuries reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A 3.50 x 20 synergy¿ drug-eluting stent was advanced but failed to cross the lesion even after several attempts. When the device was removed from the patient, the edge of the stent struts was found to be lifted. The procedure was completed with another synergy¿ stent. There were no patient complications nor injuries reported.